Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the replacement devices were mentor memorygel breast implant 405cc. The patient has a history of breast cancer. The date of explantation was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: a mentor memorygel breast implant 350cc , catalog number 3507350bc, serial number (B)(4), lot number 5711300. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced breast pain and rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.